Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that when the physician inflated the balloon, it leaked. There were no clinical consequences to the patient.